Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the posterior leaflet post procedure, was due to pre-existing anatomy with thickened leaflet as per the physician. The reported tissue injury (laceration of posterior leaflet) and recurrent mr were due to the slda. The reported heart failure appears to be related to the recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, enlarged atrium, and thickened leaflets. A mitraclip xtw was implanted without issues, reducing the mr to trace. On (B)(6) 2023, the patient returned with heart failure and was hospitalized. On the same day, an echocardiogram was performed and revealed recurrent mr with a grade of 4+, and that the previously implanted clip had detached from the posterior leaflet and was attached to the anterior leaflet (single leaflet device attachment/slda) and that a laceration was observed on the posterior leaflet. To stabilize the slda clip, a mitraclip xt was inserted and positioned in the lateral part of the valve, next to the previously implanted clip. The clip was implanted, reducing the mr to a grade of 2+. No additional information was provided.